Manufacturer narrative:
Patient demographics (date of birth, age at time of event, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Device history record review revealed nothing relevant to this event. The device was requested for evaluation but was not returned therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. The typical cause for this type of event is the use of excessive force to pass the needle through thick or hard tissue or hitting bone with the needle. There is a label on the device warning the user against re-sterilizing, reusing, hitting bone or use of excessive force as these may result in needle breakage or patient injury. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that during a shoulder procedure the surgeon went to pass the scorpion needle and the tip broke-off. The surgeon was unable to find the tip of the device. The case was completed using a bird beak. Follow-up investigation: the surgeon was performing a labral repair. While using the labral scorpion to pass suture through the labral tissue the scorpion needle got caught on tissue and hard glenoid bone and the tip of the needle broke while attempting to pass suture. Extensive debridement was performed to attempt retrieval of tip of needle but unsuccessful. No x-ray was used. A biceps tenodesis was performed after the labral repair.